Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed from the device. The trigger has been fully advanced indicating a complete deployment. No ts or suture remain on the delivery needle or were returned for examination. An exact root cause cannot be determined with confidence. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality.

Event description:
It was reported that during surgery, after t1 was advanced, t2 did not advance. T1 was removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.